Event description:
Device malfunction: posterior foot breakage. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure after an unknown procedure. Reportedly, after needle deployment, when the physician removed the plunger from the device the sutures did not present. The physician rewired the device and exchanged it for another perclose at but experienced the same issue. Reportedly, hemostasis was achieved with an angioseal. During device evaluation in 2007, a posterior foot break was found. No additional information available.

Manufacturer narrative:
Evaluation summary: investigation of the returned device found a posterior foot break which could lead to the reported experience of failure of the sutures to present. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.